Manufacturer narrative:
(B)(4). Medical product - oxf gap gauge med 1/2mm 2 , item 32-422805, lot unknown; medical product - oxf gap gauge med 5/6mm , item 32-422807, lot unknown. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01140 and 3002806535-2018-01142.

Event description:
Black medium gap guage leaves blue piece in the patient because it shread.

Manufacturer narrative:
(B)(4). Visual inspection confirms the reported event. The mating part, the tibial trial tray, has been returned in this complaint. It was determined that the damage might have been caused by the burrs on the trial tray. The exact root cause cannot be determined, most likely cause was by multiple factors from an external source, the mating trial tibial tray, that has damaged the surface and holes, the unusual marks showing on the template instrument face, the template may have formed a burr around the nail hole, this would have had caused the removal of some material from the blue gap gauge parts. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Black medium gap gauge leaves blue piece in the patient because it shred.

Event description:
Black medium gap gauge leaves blue piece in the patient because it shred.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product - oxf gap gauge med 1/2mm 2 , item 32-422805, lot zb140601, medical product - oxf gap gauge med 5/6mm , item 32-422807, lot zb140601. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.